Event description:
It was reported that the image on the left monitor of the 9600+ system is too dark. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the monitor and interconnect cable. Adjusted monitor. The system was tested and found to be working as intended and placed back into service.